Event description:
It is reported, maxzero , leak was discovered at the connector during use. One defective unit. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.